Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to confirm the issue and unit was fixed by replacing the blower and the insp block. Root cause of failure is due to extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This in turn cause the blower damage due to overheating. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, vyaire medical was unable to track down the error codes 316 and 401 in the log files and asked the customer if they had sent the incorrect files and serial number. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 started to alarm technical failure 316 - blower failure & 401 - inspiration valve or device leaky. The issue occurred during patient use and an alternative ventilation is provided. Furthermore, there was no patient harm associated with the reported event.